Event description:
The patient's device reportedly was explanted in 2006 due to improper placement and migration of the electrode array. Reimplantation surgery will be done in approximately four weeks.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.